Manufacturer narrative:
One 2.6f PICC was returned, in two pieces, for evaluation. The lumen is cut between the 10 and 11cm marks. A visual examination of the device revealed several areas of lumen damage. The lumen appears to have ballooned and then burst in 4 different spots. Two suppliers were contacted regarding the failure-the supplier who extrudes the lumen and the supplies who molds the catheter hub. The supplier that molds the catheter hub also reviewed their processes and tooling and found no contributing factors. The supplier that extrudes the lumen reviewed their processes and tooling and found several possible contributing factors. Factors which include screw speed, processing temperature, tooling, material suppliers and inspection methods. While no definitive root cause could be determined, the supplier did make several changes in order to minimize this type of occurrence.

Manufacturer narrative:
An investigation has been initiated. When the investigation is complete a supplemental report will be submitted.

Event description:
When the catheter was removed it was noted to be "shredded". There are several areas where the lumen burst.